Manufacturer narrative:
Corrected information provided in h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and iol was observed scratched. Iol returned in bottom of the lens case sealed in a non-company pouch. Solution is observed on the iol. Optic is scratched/marked. No cloudiness observed. The complainant indicates the use of company iii d cartridge which is not qualified for use with associated iol model. Reported complaint for lens cloudiness was not observed. Scratched were observed over the optic area. The observed scratches may be related to failure to follow dfu as the customer indicates use of non-qualified combination. The use of nonqualified combination may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), the surgeon noted cloudiness and scratches on the lens. The lens was immediately removed and a backup lens was implanted. During the removal of the lens, the corneal incision needed to be enlarged and the cornea was sutured. Additional information was requested.